Event description:
It was reported that the lead was attempted but not used. Possible lead malfunction was noted. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead was attempted but not used. Possible lead malfunction was noted. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Lead was received with stylet in the lead. The stylet was removed and extension/retraction and length testing were performed on the helix. All results, including electrical testing, were within specified parameters. No anomalies were found.

Manufacturer narrative:
(B)(4).